Event description:
It was reported that the system 6 aseptic housing opened up during a procedure and the non sterile battery fell on the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, battery housing opened, was not duplicated and no failures were confirmed. Through functional and visual evaluation, the technician and engineer did not identify any problems with the housing. The housing functioned as intended during simulated testing. Upon disassembly, there were no observed failures that could lead to the reported event.

Event description:
It was reported that the system 6 aseptic housing opened up during a procedure and the non sterile battery fell on the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.